Event description:
Investigation revealed that the cuff was missing. Unknown if the cuff came off in the pt.

Manufacturer narrative:
The compliant that the cuff detached from the catheter was confirmed but the cause is unknown. The product returned for evaluation was a 10 fr d/l leonard catheter. The cuff was detached from the sample. Microscopic examination revealed adhesive material where the cuff had been attached, indicating that the cuff had been adhered to the catheter. Tensile weakness was felt proximal of the cuff location. This location also contained a curved shape memory. The exact mechanism which caused the cuff to detach from the sample is unknown at this time. It is unknown if the cuff detachment occurred during the device removal. The IFU states, "after tissue grows into the surecuff tissue ingrowth cuff (2 to 3 weeks), catheters can be removed from the subcutaneous tunnel using one of several methods. The method will depend upon physician preference and the amount of tissue/cuff ingrowth that is present... If the cuff remains in the subcutaneous tissue, dissect it out through a small incision utilizing a local anesthesia." A lhr review is not possible, as no manufacturing lot number has been provided by the complainant.